Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the maryland bipolar forceps instrument exhibited a few sparks towards the end of the surgery. During cleaning the tip was burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing occurred during coagulation, appearing to originate from the maryland instrument near the end of surgery; no patient injury was reported, the instrument had been inspected prior to use, and the surgeon suspects an insulation issue as the cause¿no collisions occurred, the instrument is not available for return, and no photos or video can be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.